Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic left upper lobe resection, on pulmonary parenchyma disconnection, the device had poor staple formation and had burst nails and the staple line was incomplete centrally. The operation time was extended for thirty minutes due to the device issue. They replaced to another brand of surgical instruments to complete the operation. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.